Event description:
It was reported that intermittently the 6800 system will not boot up. It was also noted that intermittently the system will exhibit no fluoro problems.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure replaced the cpu board. The system was tested and found to be working as intended and placed back into service.